Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the stimulation was causing the patient's pain to be worse. The patient had her leads pulled out.

Manufacturer narrative:
Additional information was received that the patient was experiencing procedure pain that subsided by day three of the trial. The patient had a good rest of the trial and will be moving forward with the permanent implant procedure.

Event description:
A report was received that the stimulation was causing the patient's pain to be worse. The patient had her leads pulled out.